Manufacturer narrative:
The reported observation of the ipg was confirmed and duplicated during analysis. The root cause of the observation was due to the hybrid supply voltage, vddx, measuring out of specification. The supply voltage vddx is produced on the juno ic (u2) and is utilized in the juno fram and juno rom. The clock oscillators and synchronization circuitry are supplied by vddx. It should be noted all other measured hybrid supplies that were measured were in specification, which included vddh. As stated in the analysis the juno processor is primarily responsible for the system control which includes circuits for modulation and demodulation of 64k telemetry. It also interfaces to a bluetooth module via a serial peripheral interface (spi) which is used to communicate with the orion patient controller.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced.